Event description:
It was reported that bd¿ nano ultra-fine pen needles were unable to delivery insulin during injection, and plastic hubs at the non-patient end were found to be curved before placement.

Manufacturer narrative:
Investigation summary: customer returned (1) empty outer cover and 3 tear drop labels for 4mm, 32g bd pen needle, lot # 8163910. (No hub nor needle were received). Consumer reported pen needles are not working. Additionally, the plastic hub at the non-patient end was found to be curved before placement. The returned pen needle was examined and attached to a test pen. The alleged defect could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples / photo(s) received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ nano ultra-fine pen needles were unable to delivery insulin during injection, and plastic hubs at the non-patient end were found to be curved before placement.